Event description:
I'm a new user of the freestyle libre 14 day continuous glucose monitoring. My first sensors worked for 14 days without problem. Since that time, I have had 3 bad/failed sensors in a row. They keep sending replacement sensors that fail. I have lost faith in their equipment and asked for the cost of my last months sensors to be refunded, (B)(6). The last sensor on day 3, not the first 24 hours, averaged about 50 points high. This kind of misinformation can't be used to manage blood glucose. I don't understand how a company can sell a product that doesn't work and doesn't have to make refunds. FDA safety report ID # (B)(4).